Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter, leakage occurred. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from french: when the patient's blood was taken, blood began to flow from the vacutainer needle. Blood was flowing into and out of the tubes. However, the tubes were well punctured

Manufacturer narrative:
H.6. Investigation summary: material #: 367300. Lot/batch #: 2291731. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 30 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter, leakage occurred. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from french: when the patient's blood was taken, blood began to flow from the vacutainer needle. Blood was flowing into and out of the tubes. However, the tubes were well punctured.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.